Manufacturer narrative:
The unit passed displacement test; it failed self test. After inserting a battery simulator into the battery compartment to perform the sleep current measurement and active current measurement tests, an "insert battery" error message popped up on the screen. The unit also failed to vibrate when it was supposed to during the self test. After further review, the battery board underneath the battery compartment is corroded. Also there is a little bit of rust at the bottom of the battery compartment. Unable to perform the sleep current measurement and active current measurement tests due to the recurring "insert battery" error message. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Customer stated that contact on battery cap was not missed or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.